Event description:
During a procedure for a left hip fracture, the locking mechanism inside the trochanteric fixation nail did not function properly. The locking mechanism did not lock down on the helical blade. The surgeon was unable to remove the nail and left it in place.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.